Event description:
It was reported that a patient presented with back-up vvi mode noted on the patient's implantable cardioverter defibrillator following magnetic resonance imaging (MRI) in an off-label environment, as the device was not switched into MRI mode. Reprogramming was not successful so a generator change was planned. It was then reported the patient deceased due to underlying medical complications. There is no known allegation from a health professional that suggests the death was related to the device.